Event description:
It was reported that this tachy device exhibited an anti-tachycardia pacing (atp) which appeared to be in the ventricular tachycardia, however, the patient was very symptomatic, hospitalized and properly treated. As of this time, this tachy device remains in service. No adverse patient effects were reported.